Manufacturer narrative:
Approximate age of device - 1 month. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). The patient remains ongoing with the device. No further information was received. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patients hemoglobin (hgb) has been fluctuating up and down. On (B)(6) 2018 hgb it dropped to 6.8 with inappropriate bump after 2 units packed red blood cells (prbc) to 10.2. Aspirin was discontinued on (B)(6) 2018. Patient received another 1 unit prbc on (B)(6) 2018. Patient with dropping hemoglobin requiring transfusion. Esophagogastroduodenoscopy (egd) done on (B)(6) 2018 at bed side. Egd was negative for bleeding source.

Manufacturer narrative:
A direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The account communicated that the patient¿s hemoglobin was fluctuating. On (B)(6) 2018 the patient¿s hemoglobin dropped to 6.8. After being given 2 units of packed red blood cells their hemoglobin jumped to 10.2. Aspirin was discontinued on (B)(6) 2018. On (B)(6) 2018 the patient received 1 unit of packed red blood cells. The patient underwent an egd on (B)(6) 2018 which was negative for a bleeding source. According to the account, the bleeding resolved by (B)(6) 2018. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). No product is available for investigation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the device and provides information regarding the recommended anticoagulation therapy and inr range.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient was transfused with three unites of packed red blood cells (prbcs) in 24 hours and in total. No additional information was provided.